Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of the homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with the event. No additional information is available.